Event description:
The on-call biomed was paged by the ICU department because a pt had expired and they did not receive an alarm to warn of the incident. The monitor tech left the central station area to notify the attending nurse after a previous alarm ocurred for this pt. The pt was in an isolation room with the door shut.